Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, noise that led to oversensing was detected on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. The lead was replaced to resolve the event. Additional details regarding the revision procedure were requested but not received. The patient was stable.